Event description:
Patient underwent tha surgery 15 years ago. Following surgery, patient complained of pain. Upon investigation, it was confirmed a periprosthetic joint infection had developed. Revision was completed to address the issue. Implants were removed and affected area was treated with antibiotics. Implantation of new implants will occur once infection subsides.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A photographic image of the explanted stem, sleeve and femoral head components was provided for review. Nothing at all indicative of a product problem was identified. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the required lot code was not provided.